Event description:
A consumer reported following bilateral intraocular lens (iol) implants she was not able to drive at night due to extreme glare. In a follow up, the surgeon reported that this nis normal post operative glare which will improve without treatment. There are tow medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history records were reviewed and documentation indicated the product met release criteria. The root cause could not be identified. There have been no other complaints reported in the lot number. A completed questionnaire was received on 11/25/2014. (B)(4).